Event description:
It was reported that a symptomatic patient presented for follow-up. Decreased impedance was noted. Suspected insulation damage was noted. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received..